Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there is no cracked or damaged to pump casing and the threads inside battery compartment was still in excellent condition. A visual inspection of "battery cap" revealed, ¿no stripped threads. But the slot on top of battery cap was damaged". Test confirmed there was evidence that the "yellow o-ring" invisible and secure properly to the test pump.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they received a replace battery alarm and was unable to remove battery cap. The patient stated that the pump looked intact. The patient stated top of battery cap now worn down related to trying to remove battery cap. The patient stated that the battery cap was never replaced. This report is being made due to the battery cap issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.